Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the double headed pump did not display the flow ratio values during a procedure. The patient was not affected. The issue is currently under investigation and a follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the double headed pump did not display the flow ratio values during a procedure. The patient was not affected.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure. A firmware update was performed but this did not solve the reported failure. The motor control board was replaced and no further issues were identified. Subsequent testing found the device to be working according to specification and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.